Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside her- vagina [foreign body in reproductive tract] the string came out, unravel [device breakage] case narrative: relative reports via phone that the string came out of their daughters tampon. No serious injury reported.